Manufacturer narrative:
B4: 14aug2021. It was confirmed that there was no patient involvement at the time the issue was discovered. The 3rd party service engineer evaluated the device and confirmed the reported problem of the failure of the da board/oxygen sensor. The damage to the sensor on the da board occurred because too much pressure was applied to the oxygen inlet to the device in the medical facility. A request for the replacement of the da board came from a 3rd-party service company and a quote was provided to the customer for the replacement. The customer replaced the da board to resolve the reported problem. The device passed the required performance verification tests and is back in service. This is not a reportable event. It was due to hospital¿s delivery system.

Event description:
The customer called into technical support (ts) reporting failure of the device¿s oxygen pressure sensor and is requesting a replacement data acquisition board. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer took the same board from another device, with which it works without errors in oxygen. The customer informed hissing in the area of the sdx100g2 pressure sensor, errors in the apparatus for oxygen pressure and overestimated oxygen concentration.